Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic gastrointestinal anastomoses. According to the reporter: only two barbed anastomosis-related complications occurred. On post-operative day 15 after a subtotal gastrectomy, a pt presented with hematemesis requiring blood transfusion and high doses of proton pump inhibitor therapy.